Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips ejected (not into pt). Another instrument was used to complete the case. There was no consequences to the pt. The device was discarded.